Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material clogged in nozzle¿ was confirmed. It could not be specified what the dark, rubbery foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The replacement of the a-rubber, the nozzle, the biopsy channel, an angulation wire adjustment, and the key top 1 unit were required as a middle repair to return the instrument to the OEM specification. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the nozzle was clogged by a non-organic, black-colored material. Additional findings include the following: the bending section cover adhesive was separated and worn out, the connecting tube protector was shaved, the universal cord had slight wrinkling, the charged coupled device unit cover lens was slightly cracked, switch button rubber 1 had wear and tear, the biopsy channel had wear and tear, and the angulations were out of specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: the nozzle was clogged by a non-organic, black-colored material. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.